Event description:
It was reported that customer received a no delivery alarm during bolus. Customer's blood glucose was 246 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Caretaker was not able to change infusion set in order to check for bent or occluded cannula. Caretaker states she will contact nurse in order to change infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.